Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2022.

Event description:
It was reported that the patient was experiencing increased pain on patients lower extremities. The patient was hospitalized.

Event description:
It was reported that the patient was experiencing increased pain on patients lower extremities. The patient was hospitalized. Additional information was received that the patient will undergo a different therapy and was not using the stimulator. No further information has been obtained despite good faith efforts.